Event description:
It is reported that a costumer called complaining about a button error alarm setting off on their insulin pump. The patient's blood glucose level was at not recorded. The cause of the button error alarm is unknown. The customer was informed that the pump must be replaced and also was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided